Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Upon receipt of additional information, the product return and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during preoperative testing procedures, the graft perforations were not uniform. There was no patient involvement or harm reported. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information, as a final report. The following sections were updated/corrected: date of report, description of event or problem, device identification, concomitant medical products, initial reporter name and address, premarket identification, type of report, follow up type, device evaluated by MFR, device manufacture date, adverse event problem, usage of device, concomitant medical products. Results code: no code available since the device was not returned for evaluation. Hence, results cannot be determined. The device history record and previous repair record for zimmer meshgraft ii serial number (B)(4) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. On (B)(6) 2019, it was reported that a meshgraft did not have uniform graft perforations. At the time of the investigation, however, the customer has yet to return a meshgraft device for evaluation. As such, no evaluation or repair of the device can be reviewed as part of the complaint investigation. The product was not returned for evaluation or repair. As such, a specific cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information available.